Manufacturer narrative:
The device was not returned, therefore the complaint could not be verified.

Event description:
Ous MDR - boston scientific received information that this patients right ventricular (rv) lead and device were oversensing noise which was leading to pacing inhibition with periods of asystole of up to four seconds. The patient was feeling dizzy due to this and the noise could easily be reproduced in the clinic. The device was reprogrammed and no inhibition was seen. The patient will continue to be monitored and a potential revision procedure is being planned. For now, the rv lead remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.